Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was undetermined. Rep stated the tips of the leads were implanted in the cervical region which was a very mobile area of the body and wanted to make it aware.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 07-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient called and stated she could no longer increase the intensity on her patient controller. Patient stated it would let her go down but not up. The controller also gave her a message about being unable to achieve desired settings. The rep met with the patient on (B)(6) 2019 to assess the issue. Patient took the rechargeable battery out of the controller and put it back in. The rep checked impedances and did reprogramming. Impedances showed 0 was out. All of patient's groups a, b, and c were using that electrode. Rep reprogrammed all groups to avoid electrode 0 and the error message on the controller went away. Patient reported good stimulation after reprogramming. Issue resolved at this time. No symptoms reported. No further complications were reported/anticipated.